Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was taken to the hospital via ems for episodes of vomiting; it was reported that the patient had an unspecified elevated blood glucose at the time. Further information was not provided and the reporter could not be reached for additional information. This complaint is being reported because the patient allegedly experienced hyperglycemia and hospitalization while on the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 30-oct-2019 device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2019 with the following findings:.during investigation, the complaint was reported on 2/22/2017, according to the pump history the pump was in use until (B)(6) 2019. Therefore all delivery, alarm and black box data has been overwritten for time of complaint. The available total daily dose (tdd) history indicates the pump was delivering the programmed basal rate tdd adds up correctly with daily totals. The pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.